Event description:
A healthcare provider reported an error code 8476 on the ptm programmer, indicating that a motor stall occurred. The patient¿s legs were feeling tingly. The patient did not have an MRI. The medications used within the system were bupivacaine and morphine. A representative later reported that the pump had multiple motor stalls over a period of several days. The patient went into withdrawal, and their doctor set the pump to minimum rate and gave the patient oral medications. The pump was replaced on (B)(6) 2013. The patient¿s symptoms included underdose symptoms including flu-like symptoms, agitation, and nausea, and less than 50% therapy relief. The logs later confirmed that the stopped pump period may exceed the tube set on (B)(6) 2013.

Manufacturer narrative:
Analysis of the pump revealed a stall due to the shaft-bearing of the motor gear train as well as corrosion, wear, and lubrication of the gear train.

Manufacturer narrative:
Product ID: 8575, lot# n165152, implanted: (B)(6) 2009, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.